Manufacturer narrative:
(B)(4).

Event description:
It was reported that the continuous glucose monitor (cgm) stopped reading for hours at a time. The patient¿s mother stated the patient was vomiting and had to go to the hospital with diabetic ketoacidosis (dka). No additional symptoms or treatment details were provided. The mother declined to answer any questions or provide any further information about the event. No product or data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.